Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. An 8.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.